Event description:
Customer reportedly obtained a result of 210 mg/dl on the advantage system and took 10 units of humalog based on this result. Customer reportedly passed out immediately and received a glucagon shot from his wife. No medical treatment receives or sought. Requested return of suspect system and replacement was sent.